Event description:
The device was explanted and returned for analysis.

Event description:
--

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately and met all design specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.

Manufacturer narrative:
The patient was scheduled for device replacement. Attempts to obtain additional information were unsuccessful. All available information indicates that this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Analysis is on going.

Event description:
Boston scientific crm received information that this device's battery voltage was 2.48 volts however the device did not declare elective replacement indicator.